Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited low pacing impedance. During the procedure, the physician accidentally cuts the insulation which led to insulation damage. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.